Event description:
A (B)(6) yr old male pt's girlfriend contacted zoll customer support to report constant check belt alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. As received, the belt failed incoming testing. Upon eval, the trunk cable connector was cracked and there was an open pulse white pulse wire in the trunk cable connector. The cause of the check belt messages is the open pulse wire. The root cause of the open pulse wire cannot be positively identified. No adverse event resulted from the open wire. Patient was issued a replacement electrode belt.